Event description:
Adverse event(s): "blurred vision" (blurred vision). Product problem(s): 'none reported" (no info [iol (intraocular lens) implant]). A consumer's nephew called to report that his aunt was having blurred vision following bilateral intraocular lens (iol) implant surgeries. The nephew reported, the vision in his aunt's fellow eye was good. At the request of the consumer's nephew, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated, the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer's nephew, the surgeon was not contacted. (B)(4).